Event description:
The customer originally contacted physio-control to report that a non-critical feature on their device was not functioning properly. Upon evaluation of the unit, physio observed that it would not power on in ac or dc mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.